Manufacturer narrative:
Device lot number, expiration date unavailable. Device manufacture date unavailable because device lot number is unavailable.

Event description:
A lead extraction procedure commenced to extract two leads: right atrial (ra) lead and a right ventricular (rv) lead due to high impedence. The patient was dependent on a pacemaker. Spectranetics lead locking devices (ldl's) were used in each lead to act as a traction platform. After both leads had been successfully extracted, the patient's blood pressure started to drift slowly downward. The surgeon was notified and the operating room was set up for surgery. The team monitored the patient for over an hour, with the patient's blood pressure continuing to slowly drop. Rescue efforts began, including rescue device and pericardiocentesis using a pigtail catheter. There was a blood return (they did not measure), but the physician discovered that a hole was created from the use of the pigtail catheter, into the rv apex. At that time, the surgeon performed a sternotomy; the repair to the rv apex was successful and the patient survived the procedure. It is thought that traction may have caused/contributed to an injury in the rv (the spectranetics lld was used as the traction platform); however this was not confirmed and no further intervention to the rv area was performed/required, other than the rv apex repair done by the surgeon, which was created by the pigtail catheter.